Event description:
A customer contacted beckman coulter inc. (Bci) to report an erroneous normal igg result, which was generated by image 800 chemistry analyzer. The sample was repeated and correct results were obtained. An amended report was issued. The low result was reported out of the laboratory. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The sample was serum. Qc controls were within established ranges. Customer reported that the unit was recalibrated. Bci field service engineer has not been requested by the customer as of 06/02/2010. A clear root cause cannot be determined for this event.